Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('one essure device embedded in peritoneum and posterior cul-de-sac') in an adult female patient who had essure (batch no. B71770) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pregnancy test urine negative. Concurrent conditions included pelvic pain, dysmenorrhea, endometriosis externa, peritoneal adhesions and corpus luteum cyst. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain female"), dysmenorrhoea ("dysmenorrhea"), endometriosis ("pelvic endometriosis") and device dislocation ("misplaced essure device"). The patient was treated with surgery (robotic total laparoscopic hysterectomy and bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2019. At the time of the report, the embedded device, pelvic pain, dysmenorrhoea, endometriosis and device dislocation outcome was unknown. The reporter considered device dislocation, dysmenorrhoea, embedded device, endometriosis and pelvic pain to be related to essure. The reporter commented: the number of expanded coils that appeared trailing into the uterine cavity was 6. The number of expanded coils that appeared trailing into the uterine cavity was 0. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test urine - on (B)(6) 2014: negative. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: embedded device. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('one essure device embedded in peritoneum and posterior cul-de-sac') in an adult female patient who had essure (batch no. B71770) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pregnancy test urine negative. Concurrent conditions included pelvic pain, dysmenorrhea, endometriosis externa, peritoneal adhesions and corpus luteum cyst. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain female"), dysmenorrhoea ("dysmenorrhea"), endometriosis ("pelvic endometriosis") and device dislocation ("misplaced essure device"). The patient was treated with surgery (robotic total laparoscopic hysterectomy and bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2019. At the time of the report, the embedded device, pelvic pain, dysmenorrhoea, endometriosis and device dislocation outcome was unknown. The reporter considered device dislocation, dysmenorrhoea, embedded device, endometriosis and pelvic pain to be related to essure. The reporter commented: the number of expanded coils that appeared trailing into the uterine cavity was 6. The number of expanded coils that appeared trailing into the uterine cavity was 0. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test urine - on (B)(6) 2014: negative. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: embedded device. Batch no b71770, production date 2013-09-18, and expiration date 2016-09-30. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 7-may-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.